Manufacturer narrative:
Nextremity solutions became aware of this complaint when an employee heard a sales representative mention an incore removal. During follow-up communication with the sales representative, it was reported that the patient was walking (full weight bearing) on the foot before healing, which does not align with the post-operative instructions prescribed by the surgeon or the instructions for use for the incore lapidus system. The surgeon attributed the break to this circumstance. There is no alleged or detected deficiency with the device.

Event description:
A patient was implanted with the incore lapidus system (left post, 3.5mm x 32mm screw, 3.5 x 42mm screw). After surgery, the 3.5mm x 42mm screw broke at the junction with the post. All pieces of the incore lapidus system were removed per the surgical technique. The surgeon used bone filler and a plate after removing incore.